Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the patient experienced a red rash under the sensor patch that looked like eczema. The sensor was inserted at the abdomen on (B)(6) 2015. On (B)(6) 2015, the patient was taken to the children's hospital and saw a nurse who advised to use bacitracin to apply to the sensor insertion site after the sensor is removed. At the time of the reported event the patient's mother had not yet applied the bacitracin and the site was still red. No additional event or patient information is available.

Manufacturer narrative:
The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.